Event description:
Customer reported the hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was over 600 mg/dl. The paramedics were called. Customer was hospitalized for seven days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.